Event description:
Update avoe 09-oct-2025 avoe. A user report was provided by the authority for this case. There was a significant water leakage from the arthropump system. The leak was detected in the tubing inside the roller pump. Video column displayed ¿flooded,¿ requiring emergency shutdown due to electrical hazards as all power cables were submerged in saline solution. The patient was not affected, but an emergency shutdown and the disconnection of the arthroscopy column's electrical system was required following a drying of each module of the column and its power cables.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6 since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely root cause may be attributed to misuse or mishandling of the device, potentially due to environmental or handling factors leading to tubing rupture or improper installation or connection of the tubing. Per dfu information ¿ ar-6415 tubing setup and configuration: the ar-6415 tubing is part of the one-piece tubing configuration used with the arthrex dualwave pump (ar-6480). It includes main pump tubing and patient extension tubing, designed for single-use under sterile conditions. Warnings and precautions: ensure proper installation of tubing into the roller pump to avoid pinching, misalignment, or damage. Do not reuse tubing¿reuse may compromise integrity and lead to leaks. Inspect tubing for damage prior to use. Any visible wear, kinks, or cracks should result in immediate replacement.

Event description:
It was reported that during a surgery there was a leak detected in the pipe inside the roller pump. Per the complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 09-oct-2025 avoe it was confirmed that the arthrex pump ar-6480 was used with the initially reported tubing. The sn of the device is (B)(6), since the customer has two pumps and their use is not tracked. This is the first time such an incident has occurred, even though it is a device that is used very often. The problem occurred as soon as it was connected. No similar incidents since.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.